Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the unicel dxc 800 synchron clinical system generated electrolyte and anion gap results that did not match the results obtained from a different instrument. Data was requested, but not provided by the customer. Patient results were not reported out of the lab. There was no effect to patient treatment.

Manufacturer narrative:
Per the customer, qc had been within lab-established ranges. A field service engineer (fse) decontaminated the instrument and verified performance.